Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling the connector is confirmed. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample, and the connector pieces were found to be returned not assembled. An attempt was made to insert a non-complaint 4 fr groshong clearvue catheter through the returned distal connector piece. However, the catheter was found to become stopped within the connector piece and could not pass through. The proximal nxt connector piece was found to connect firmly with a non-complaint distal nxt connector piece. A microscopic observation revealed no obstruction within the distal piece of the connector and the compression sleeve within could be seen to have been advanced. The distal connector piece was dissected, and the internal compression sleeve was confirmed to be advanced into the tapered region of the locking mechanism. This can be caused by pre-assembling the proximal and distal connector pieces before connecting the catheter to the proximal connector piece or by inserting an object into the proximal end of the distal connector piece. The product instructions for use (IFU) provide steps and guidance on attaching the two-piece connector to the groshong single lumen catheter. These steps outline the proper order of assembly to prevent the premature advancement of the compression sleeve into the locking region of the distal connector piece. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the proximal segment of the catheter connector and the over-sleeve (distal segment of the catheter connector) could not be connected after inserting the groshong catheter into the patient. Another new catheter connector was replaced. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep2923 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal segment of the catheter connector and the over-sleeve (distal segment of the catheter connector) could not be connected after inserting the groshong catheter into the patient. Another new catheter connector was replaced. There was no reported patient injury.